Manufacturer narrative:
On (B)(6) 2017, an fse was dispatched to the customer site to address the reported event. The fse verified the instrument ups and batteries are not charging. The fse replaced the batteries but the ups is not powering up. The fse replaced the ups with a new one and verified the proper operation. The aia-2000 analyzer was functioning as intended with all issues cleared. No further action required by the fse. The most probable cause of the reported event was due to a defective ups. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported that the aia-2000 analyzer shutdown. The customer is unable to run bhcg, fsh, lh ii and ipth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, fsh, lh ii and ipth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.